Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker with the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. An x-ray had been performed and the lead did not appear to have dislodged. However, it was noted that the lead appeared to be poorly placed. The pacemaker remains in service and the ra lead was surgically abandoned. No adverse patient effects were reported.